Manufacturer narrative:
(B)(4).

Event description:
Procedure type: face lift/eye lift. According to the reporter: surgeon reports that following a face lift and eye lift procedure on a (B)(6) female, the pt presented with bilateral redness, elevation, swelling and large lumps the size of an index finger as well as visible capillaries at 7 days post-op. Surgeon reports a suspected allergic reaction to the biosyn suture which was used in the face lift portion of the procedure. The pt has been treated with one prednisone injection, and hydrocortisone as well as daily ultra sound treatment with no response. Current diagnosis is vasculitis and swelling.